Event description:
The customer reported that the clear insulation broke loose during the case. A portion of the insulation was found in the patient and was retrieved. There was no patient injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.